Event description:
Per the clinic, the patient underwent two revision surgeries (dates not reported) due to skin overgrowth. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.